Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had a helium supply issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The customer advised that the unit would not pump so they switched the unit and found afterwards that there was no helium in the unit. The customer wanted the unit checked before they put it back to service. The fse completed full system check out and tested for helium leaks. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
N/a.